Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experiencing an occlusion in the infusion set tubing. Customer reports that they are not able to get insulin to come out of the end of the tubing. Customer reports that when persevering with process, they are receiving a max fill error. Customer performed troubleshooting. Customer reports that they performed a rewind and reinserted the vial. Customer reports that the issue was resolved by replacing the infusion set with a brand new infusion set. Customer's blood glucose was 8 mmol/l. The product is not expected to be returned.